Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that she found a big piece of "material" in a patient's eye during a corneal transplant. When the material was moved, she found that the patient had an intraocular lens (iol) implant that was then removed as well but not replaced. The patient was left aphakic.

Manufacturer narrative:
Product evaluation: the lens was returned in a specimen cup. One haptic is broken-gusset area. The second haptic is bent-gusset and distal area. The optic is cracked in the haptic insertion area of the bent haptic.the gouges are from the anterior surface down. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The patient was undergoing a corneal transplant. No information was provided for the cause of the surgery. No malfunction has been indicated against the iol. The report stated "material" found during transplant and then the iol was found in the eye. The center of the optic has been "gouged" out buy a sharp instrument creating a large hole in the optic. This may have been the reported "material". The "gouges" are from the anterior surface down and appear to have been cause by a sharp instrument. Based on the report, the surgeon was unaware the patient had an implant. The damage may have inadvertently been caused during the surgery trying to remove the "material" which was actually the iol. (B)(4).